Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 6 years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that during a regular follow-up (the patient has been returning for regular follow-up since implant), the stent graft was found 2.5 cm below the renal arteries. The aortic neck was conical in shape measuring 24 mm directly below the renals and 27 mm 10 mm distally. There was a proximal type 1 endoleak present and the aneurysm currently measures 60 mm in diameter. The stent graft migration and type 1 endoleak were attributed to aortic neck dilatation. The decision was made to treat the patient with an endurant cuff and this successfully resolved the migration / type 1 endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (migration, endoleak), patient's condition affected effectiveness of device (disease progression; neck dilatation). Evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).